Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 8atm within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported and patient was in good condition post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the available information, reported anatomical detail and the record review conducted at the complaint investigation site. Based on the available information it is likely that the reported balloon damage was due to interaction between the device and the lesion anatomy present in the vessel being treated (90% stenosis, moderate calcification and moderate tortuosity).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 8atm within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported and patient was in good condition post procedure.